Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Days later, the customer was contacted and stated that the day of training for the new insulin pump, he went into a diabetic seizure during the two hours sensor initialization period and paramedics were called. The customer also mentioned having another diabetic seizure; threshold suspend did not activate. The customer stated after receiving the motor error alarms, he contacted the helpline and had the 530g insulin pump replaced. No further information was provided.